Event description:
The pump was returned for investigation. There was intermittent solder connection on the force sensor pin. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed loss of prime warning with a zero low force. The patient complaint was logged on (B)(4) 2012 and there is no black box data to support that timeframe. The pump was exercised for 24 hours on a one unit per hour basal rate with no loss of prime. The force calibration test passed. Evaluation revealed that there was intermittent solder connection on the force sensor pin. There was an unidentified force low. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found. Device history record review was conducted on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.